Event description:
Nine months post index procedure, the pt complained of angina and a coronary angiography revealed two new lesions: 95% stenosis in the mid rca and 95% stenosis in the proximal circumflex. One month later, the pci was performed on right coronary artery (non tvr) with cypher stent, and proximal lcx was stented (tvr) with another cypher stent. A 2.75x23mm cypher select plus stent was implanted in the mid circumflex artery during index procedure. The lesion was described as a chronic total occlusion. This stent which was implanted in mid circumflex lesion at the index procedure showed signs of neointimal hyperplasia with the reduction of lumen of around 70% (in-stent restenosis) and was balloon dilated (tlr) with good angiographic result. Pt was discharged the next day in good condition without any sequalae.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.